Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: angle wires were stretched, the play of u/d (up-down) knob was out of the standard value, adhesive on a-rubber had a crack, adhesive on a-rubber had white-clouded area, due to clogging of nozzle, air supply volume did not meet the standard value, due to clogging of nozzle, water supply volume did not meet the standard value., due to clogging of nozzle, water removal ability did not meet the standard value, s-cover plate had peeling, ig protector was damaged, adhesives around objective lens had white-clouded area, adhesives around lg lens had white-clouded area, c-cover had a scratch and c-cover had a burn. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water flow issues. The issue was found during a therapeutic procedure and the procedure was completed with the same set of equipment. The device was returned for evaluation. During the device evaluation, it was found that there was foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was clogged in the nozzle¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Foreign material possibly remained in the nozzle since the reprocessing was deviated from the instruction manual. It was confirmed that the foreign material residue point was not deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.